Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log and the device failed a test step during testing. The device's power management board, system board, internal battery and detachable battery were replaced to address the issues. The device was returned unrepaired per customer request.